Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-10994. Follow-up revealed the patient's issue resolved via antibiotic medication.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-10994. This report is in reference to a (B)(6) patient. It was reported the patient was admitted to the hospital due to swelling and was later diagnosed with an abscess at their lead site. As a result, a debridement was performed and their leads were explanted. The patient was administered medication and their wound is still healing.